Manufacturer narrative:
B3:. Date of event: unknown. No information has been provided to date. H3:. Reason device not evaluated by mfg: other. Device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that the ventilator had no led or audio alarms. When plugged into the o2 the first time, it would send a high volume of o2, before stopping without alarms. There was unknown, patient involvement. And unknown, patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.